Event description:
At about 1 month from the primary, the patient came in due to pain as the result of a dislocation of the head and liner and the cause is unknown. The surgeon revised the medacta cup and liner to a competitor cup and liner, and revised the medacta d 32mm biolox head s with a medacta cocr 12/14 d 28mm xxl head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 09 jan 2026 ball heads: mectacer 01.29.204 mectacer head biolox delta dia.32 (k112115) lot 2520156: (B)(4)items manufactured and released on 29-aug-2025. Expiration date: 27-jul-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: versafitcup cc trio 01.26.3239 hct flat pe hc liner d 32/c (k120531) lot 2517078: (B)(4) items manufactured and released on 29-aug-2025. Expiration date: 28-jul-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation few days after primary cementless tha dislocation occurs, and the surgeon replaces head and acetabular components. The original head used was "short" the revision head is extra_extra-long, suggesting that the primary tension may not have been sufficient to hold the head in place. The a-p intraoperative fluoroscopy shot shoes a rather peculiar view where the head seems to have not fully entered the cup, as if it was too large in diameter, but this may be an artifact due to the intraoperative image - the joint may not have been properly reduced yet, when the image was taken. The stem did not subside. The cause for this adverse event is not to be attributed to a defective device. Root cause:based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.